Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screws slipped during insertion into the bone screw. The screws were removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4)